Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) batch: 5088237/5088238, UDI: (B)(4) product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 22264006, UDI: (B)(4).

Event description:
It was reported that the patient developed a hematoma. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.